Manufacturer narrative:
Likely allergic reaction to hema in kor desensitizer.

Event description:
Dentist office reported that the pt called in the day after the 34% chair side whitening, saying that her lip was swollen and blistered on (B)(6) 2015. Dentist office called on (B)(6) 2015 saying that the swelling/blistering had subsided somewhat, but that the pt was still in discomfort. Advised dentist's office to inform the pt to discontinue use of the kor desensitizer indefinitely, and that the pt should see her dentist and general practitioner to help with any treatment for the discomfort/swelling.